Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 malfunctioned. Call from patient, who reports she is currently hospitalized for an infection, she received an error of no disposable pump won't run for both pumps 417636 and 423458. Hospital was able to get pumps working before author was transferred to patient. No further information was provided. The device malfunction is a separate issue that did not cause the patient to go to the hospital. No patient injury occurred related to event..